Event description:
Ventilator "puritan bennett" - model 7200, - manufactured on patient. Tidal volume was set at 850cc. Unit delivered 360cc. Patient was unresponsive secondary to receiving a continuous infusion of a neuro-muscular blocking agent. As part of his post-op treatment patient ambued via et tube, vent replaced. Patient was then oxygenated properly.